Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one powerport MRI isp with 8fr groshong catheter for evaluation. Visual inspection identified a complete circumferential break and a partial circumferential break. The surface of both breaks were partial smoothed and slightly buckled inwards, which is consistent with flexural fatigue. Therefore, based off of the image review and in house evaluation the investigation is unconfirmed for the alleged catheter fracture, and confirmed for the identified flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately five years post port placement, x-ray demonstrated a catheter fracture from right internal jugular vein to right ventricle. The catheter was successfully removed with stent. There was no reported patient injury.

Manufacturer narrative:
No medical records were provided, however, medical images were provided to the manufacturer. The lot number for the device was provided. The device history records and reviewing the medical images are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately five years post port placement, x-ray demonstrated a catheter fracture from right internal jugular vein to right ventricle. The catheter was successfully removed with stent. There was no reported patient injury.